Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
Additional information: h6 and h10: additional information received confirmed the patient was implanted with a 23mm sapien 3 valve. The patient¿s minimum luminal diameter (mld) measured 7.5mm and the vessels were moderately tortuous with mild calcification. No abnormalities were noted while removing the esheath from the tray. The physician reported that resistance was met at the tip as the delivery system was being advanced through the esheath. The delivery system was retrieved through the esheath. During the post procedural observation, the patient had a drop-in blood pressure. The contralateral angiogram, however, showed no arterial damage. The patient was reported to be in good condition. The device and a photo of the complaint device were returned to edwards lifesciences for evaluation. From the photo, it could be seen that the tip of the esheath was torn. The returned device was visually inspected for any abnormalities. During visual analysis, the distal tip was observed to be torn radially, but still attached. Stretching was observed along the tear edges. The esheath tip did not open along vertical score lines, as intended. Instead, esheath tip tears were observed vertically to the right of the score line. A gouge was observed to be present on the inner diameter of the esheath tip. The liner was observed to be fully expanded as designed. Scratches were observed along the entire length of the esheath shaft. Due to the nature of the complaint, no relevant dimensional or functional testing was able to be performed. During manufacturing of the esheath, the esheath components were inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformance that would have contributed to this complaint event. A lot history performed revealed one additional complaint for resistance with delivery system. The complaint was confirmed; however, no manufacturing non-conformances were found in the returned sheath. Available information suggests that patient (tortuosity) factors likely contributed to the reported events. A review of the complaint history from august 2018 to july 2019 revealed additional returned complaints for the esheath (all sizes and models) for the reported events. The complaints were reviewed based on similar reported events and associated root causes/evaluation codes. No manufacturing nonconformance was identified during the engineering evaluations for sheath distal tip torn or sheath insertion difficulty. Furthermore, a review of the complaint history revealed that the occurrence rate did not exceed the july 2019 control limit for the trend categories. For sheath shaft resistance with delivery a review of the complaint history revealed that the occurrence rate exceeded the july 2019 control limit for the trend category. The complaints underwent further review and indicated that the esheath resistance was reported with the commander, ultra, and centera delivery system as well. One potential manufacturing defect was identified in the review. The resistance was due to the sheath distal tip not opening properly. For the rest of the complaints, no device defects or manufacturing non-conformances have been identified. This issue is multifaceted and involves elements of clinical technique and patient anatomy. No further actions regarding these complaints are required at this time. However, each complaint will be properly assessed, and the results will be documented within the corresponding complaint file. Edwards will continue to monitor and trend all complaints and assess for escalation as needed. No similar complaints were found for sheath shaft withdrawal difficulty. As such, a review of the complaint history revealed that the occurrence rate did not exceed the july 2019 control limit for the trend category. The edwards esheath instruction for use, the device preparation manual and the procedural training manual were reviewed for instructions and guidance on device preparation and usage. Per the IFU, this product is contraindicated for patients with tortuous or calcified vessels that would prevent safe entry of the dilators and esheath. Per the procedural training manual, proper screening is critical to reducing vascular complications. Push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documents was performed for this case. The reported events are anticipated risks of the transcatheter heart valve procedure, additional assessments of the failure modes are not required at this time. The complaints for sheath distal tip torn and sheath shaft ¿ resistance with delivery system were confirmed. No IFU/training inadequacies were identified. However, a potential manufacturing defect may have contributed to the complaint events. There is insufficient information to determine a root cause at this time. The distal tip radial tear failure mode and its root cause had been initially captured in a product risk assessment (pra). In the pra, the root cause is attributed to a manufacturing defect, insufficient scoring of the sheath distal tip. Improper scoring of the sheath tip can lead to improper expansion of the sheath distal tip during delivery system insertion, contributing to the observed tearing and resistance. A CAPA was initiated to drive corrective actions to address the issue. The CAPA was closed in 2015. This complaint device was manufactured in 2019, after corrective actions had been implemented. A pra has been initiated to capture investigation and related risks on recent sheath complaints exhibiting this failure mode. The investigation is still ongoing. The complaints for sheath shaft ¿ insertion difficulty in patient and sheath shaft ¿ withdrawal difficulty were unable to be confirmed. No defects which would have contributed to these events were identified. A review of DHR, lot history, complaint history, and manufacturing mitigations revealed no indication that a manufacturing non-conformance contributed to the event. A review of IFU/training materials revealed no deficiencies. Per the case notes, the patient¿s access vessel was mildly calcified and moderately tortuous. Per the training materials, push force can vary due to angle of insertion, vessel diameter tortuosity and degree of calcification. As noted in the case notes, the access vessel was moderately tortuous and mildly calcified. Tortuous/calcified anatomy may also lead to difficulties retrieving the sheath. Although a definitive root cause was unable to be determined, available information suggests patient factors (tortuosity/calcification) contributed to the complaint events.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in the netherlands, during a transfemoral tavr procedure with a sapien 3 ultra valve/commander delivery system, the physician reported resistance while inserting the esheath into the patient.  During the procedure, the tip of the esheath ruptured; worsening with retrieval of the delivery system through the esheath.  No injury was caused to the patient.  The insertion and the removal of the esheath from the patient was difficult.  The physician also reported having difficulty inserting/removing the delivery system though the esheath.  There were not any abnormalities noted while removing the esheath from the tray.    Note: this event description pertains to the esheath.